Manufacturer narrative:
(B)(4). See MDR #3010532612-2019-00107 and tc # (B)(4) for complaint on the same patient and device.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted and the fiber optic sensor (fos) connected and then was lost at insertion. As a result, the central lumen was used but it was unable to be aspirated and flushed. The clinical support specialist (css) recommended that an alternate arterial line be placed. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). See MDR #3010532612-2019-00107 and tc #1900067229 for complaint on the same patient and device. Teleflex received the device for investigation. The reported complaint of iab central lumen occluded is confirmed. Initially the central lumen failed aspiration and flush testing due to the blood clot. Upon inserting the guidewire, blood exited with the guidewire. The blood built up in the central lumen may have occurred from not maintaining a patency of the arterial line. Additionally, numerous kinks to the central lumen were also noted which can prevent successful aspiration and flushing of the central lumen. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted and the fiber optic sensor (fos) connected and then was lost at insertion. As a result, the central lumen was used but it was unable to be aspirated and flushed. The clinical support specialist (css) recommended that an alternate arterial line be placed. There was no report of patient complications, serious injury or death.